Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. Customer¿s current blood glucose was 351mg/dl. Reservoir and infusion set tubing had air bubbles. Approximate size of air bubbles is larger than soda pop style. Air bubbles were successfully removed. Drive support cap was normal. Insulin pump passed high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).